Event description:
No additional info.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device was tested and calibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that there was an issue with the device. The grub screw the retains the ratchet mechanism had been tightened to the point of completely immobilizing the ratcheting mechanism. The event occurred during surgery and there was damage to the graft however it was still able to be used. There was no harm reported to the patient. No adverse events were reported as a result of this event.